Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and consumer regarding a trial patient who had an external neurostimulator (ins). It was reported that trial patient had the lead implanted on (B)(6) 2019- however it was removed on (B)(6) 2019 because the trial patient broke the lead. Trial patient cut the external wire and snapped it and fractured the lead. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead was discarded. The manufacturer representative stated that the patient was in stage 1 of their trial and got the test cable caught in their car door. The patient walked away quickly and pulled very hard, which caused the lead to separate between the 1 and 2 electrode and the internal connection was cracked. It was noted that the patient notified the hospital of this when they got there for stage 2 of the trial. No further complications were reported or anticipated.